Event description:
During a coronary angiogram procedure performed in the cath lab, the rotators on two high pressure tubing replace the first set, and the connection also broke on this set. The third set was used without incident. Contrast agent sprayed from the the broken rotators. However, the sprayed contrast agent did not contact the patient or users. No injury or harm resulted from this envent.